Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown, therefore, this report is being submitted out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that post left transcarotid artery revascularization (tcar) procedure, the patient had some hypotension and became aphasic. The blood pressure was increased, and the aphasia resolved. However, the following morning, the patient again displayed aphasia and computed tomography angiography (cta) indicated compression of the carotid stent. Magnetic resonance imaging (MRI) revealed bilateral new white lesions. The physician performed another transcarotid artery revascularization (tcar) procedure to balloon the prior placed stent. As the magnetic resonance imaging (MRI) results are not consistent with left carotid treatment (new lesions on both hemispheres vs. New lesions on the left hemisphere) it is unknown if the reported failure is related to a patient medical condition, or a silk road medical device failure silk road medical will report the event out of an abundance of caution.